Manufacturer narrative:
The customer's biomedical representative observed the oxygen and air tube cross connection issue during installation. The connections were corrected and the system's internal gas connection tests were executed with passing results. The manufacturer confirms that the tubing was properly connected during fqc. As a precautionary measure, the a4 service manual will be updated to include a step that confirms oxygen and air tubes are correctly connected.

Event description:
It was reported that the a4 anesthesia systems oxygen and air tubing connected to the auxiliary flow meter was cross connected. The system did not provide sufficient oxygen to a patient, causing them to not be properly ventilated. No patient injury was reported.

Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that the a4 anesthesia systems oxygen and air tubing connected to the auxiliary flow meter was cross connected. The system did not provide sufficient oxygen to a patient, causing them to not be properly ventilated. No patient injury was reported.